Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reported, a pillow fell on the supply line of the homechoice set during therapy, causing the supply line to become disconnected from the supply bag. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.